Manufacturer narrative:
The following devices were also listed in this report: unknown liner; cat # unknown; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information: expiration date; manufacturing date. An event regarding dislocation involving a mako ceramic head was reported. The event was confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspection were not performed as the item was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that "in (B)(6) 2016 he was taken to the operating for removal of this heteroptopic bone. At the completion of the procedure a new ceramic head was placed on to the stem. Approximately 6 weeks following this revision surgery the tha dislocated. The hip was relocated and the patient treated with a period of activity modification followed by exercise and therapy. The primary harm involved is heterotopic bone formation following a tha. Heterotopic ossification (ho), is the development of bone outside its normal location in the skeleton and can occur following musculoskeletal trauma including a tha. Although usually asymptomatic there are cases when where the amount of bone formation is significant and can compromise functional outcomes of total hip arthroplasty (tha). The outcome of surgery following excision of heterotopic ossification as a complication of total hip arthroplasty is unpredictable. Although improved range-of-movement arcs are more likely pain relief cannot be reliably predicted. During the process of removing the ho stabilizing soft tissue structures can be compromised making the possibility of tha instability more likely. The complications noted in this assessment are known risks of a tha. There is no evidence for defect in the implants or their manufacture". Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for this lot. Conclusions: it was reported that the patient has been in pain since his revision (B)(6) 2016 and said it feels like he has golf balls moving around in his right hip. The reported event was confirmed as per provided medical records reviewed by consulting clinician who indicated that the hip was dislocated. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient reported their husband has pain after revision. Patient has been in pain since his revision (B)(6) 2016. Said it feels like he has golf balls moving around in his right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported their husband has pain after revision. Patient has been in pain since his revision (B)(6) 2016. Said it feels like he has golf balls moving around in his right hip.